Event description:
It was reported that when the device was used during an unknown procedure, the staples did not form properly over the course of the entire staple line. It was not reported how the case was completed. There was no reported patient consequence.